Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 576 mg/dl. The customer was treated with insulin pump. The customer also experiences blood glucose levels 411 mg/dl, 400 mg/dl, 475 mg/dl. Customer also reports that cannula was bent. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.